Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported it seemed like it was not working properly. Additional information from the consumer regarding the patient on september 7th reported they had questions and concerns. The patient noted it was coming out because of exercise or something else. The patient stated they had questions regarding how it was placed during surgery. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who called in reporting the ins started migrating toward the surface. Patient said they were riding their bike and exercising, but the healthcare provider (hcp) blamed the patient because the patient accidentally put hydrocortisone cream on the implant instead of antibiotic; they asked if this would cause the ins to move toward the surface of the skin. They further said the ins wound was stinging and burning after implant at the incision site. Due to what was reported, the hcp surgically revised the ins deeper on the same side in early (B)(6) 2017; the patient believes the ins is moving toward the surface again. The ins migrating toward the surface was noticed in (B)(6) 2018. As a result of what was reported, the patient was redirected to their hcp to discuss the ins migration. Additional information received from the patient on (B)(6) 2018. Patient stated that they have two doctors with two different opinion about already reported event. Patient further stated that they experienced a lot of back pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Update. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that patient's device implant has been permanently removed. Patient again explained that the device implant tried coming out twice; stating that first occasion as already reported started after implant where the ins site was itching/burning, and the ins started coming out, in which they accidentally put hydrocortisone on the incision just one time. It was then revised on (B)(6) 2017 however it wouldn't heal so they ended up sending patient to a wound clinic. Patient was told by the wound clinic said they should have never been sent home with ibuprofen (which she was taking ibuprofen daily because of fibromyalgia) as ibuprofen inhibits healing and should have been on tylenol. Patient said the implant started to heal fine and things were going well. The device implant was working and working correctly patient symptoms and they were improved by more than 50% with just leaking only a little. Patient went on to explain that in the summer 2018 ((B)(6)), the device implant started to come out again. They were riding their bike, trying to walk, bending over pulling weeds in the garden but the implant started working its way out. Patient went to see a new healthcare professional as asked if putting hydrocortisone on the incision would have brought it to the top in which hcp responded no. It was during this visit, patient had a temperature and blood pressure was high, so they were put on antibiotic to prevent deep tissue infection. Furthermore, patient was in so much pain they couldn't sit or walk that they went to the emergency room and the device implant was removed by an hcp on call. But since device implant has been removed, they have had pain at the ins site and low back. Patient stated that they have continued working with their hcps to resolve the issue. No further complications were reported or anticipated.